Event description:
It was reported that on (B)(6) 2011 the patient presented with complaints of mid to low back pain, as well as neck pain. Patient also notes numbness in her low back which extends posteriorly to just below her buttocks and is equal on both sides. The patient was diagnosed with lumbar instability and nonunion of previous fusion. The patient underwent l2-l3, l3-l4 anterior lumbar interbody fusion using stryker instrumentation and rhbmp-2/acs. Per medical records, rolls were made of mastergraft and rhbmp-2/acs, and then placed in the carefully decorticated transverse processes into the proximal site of the old fusion. An 11mm styrker cage was filled with rhbmp-2/acs. On (B)(6) 2011, the patient presented with pain. The pain was described as aching and throbbing discomfort in the lower back, worse on the left and radiates around the back like a band. It is also associated with sharp, shooting, electric shock like pain that radiates down the left leg along the posterior aspect of the buttock, thigh, and calf down to all five toes. On (B)(6) 2011, the patient presented with failed back syndrome. The patient reported no decrease in pain symptoms with spinal cord stimulation trial despite adequate parasthesia in the distribution of the spinal cord stimulator. Patient has post laminectomy syndrome, bilateral sacroiliac joint dysfunction, lumbar radiculopathy.

Manufacturer narrative:
Concomitant product: stryker cage, mastergraft (implant (B)(6) 2011 ). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.